Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. The customer required assistance from the mother and was given juice and crackers by the mother. The customer tested bg level shortly after consuming juice and crackers and bg level was noted to be 82.15 mg/dl. However, a few minutes later, bg level was noted to have lowered to 73 mg/dl. The customer has reverted to manual injections. Review of the pump data by tandem technical support indicated that the pump is operating as expected.